Event description:
Revision hip surgery was required for a primary total hip where the femoral head dissociated from the femoral stem. The surgeon removed the femoral head and acetabular liner. The trunnion of the femoral stem was seen to be acceptable for re-implantation. A new acetabular liner and femoral head were implanted. The femoral head taper connection was seen to be good; tested by surgeon. Surgery was completed without further component revision.

Manufacturer narrative:
*The following was noted during surgery: "the trunnion of the femoral stem was seen to be acceptable for re-implantation". The stem was kept implanted in the patient. An event regarding alleged disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as device was not returned -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Revision operative reports, serial x-rays and lab, progress notes, and examination of explanted components are needed to complete the medical assessment. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was not confirmed. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Revision operative reports, serial x-rays and lab, progress notes, and examination of explanted components are needed to complete the medical assessment. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision hip surgery was required for a primary total hip where the femoral head dissociated from the femoral stem. The surgeon removed the femoral head and acetabular liner. The trunnion of the femoral stem was seen to be acceptable for re-implantation. A new acetabular liner and femoral head were implanted. The femoral head taper connection was seen to be good; tested by surgeon. Surgery was completed without further component revision.